Event description:
Forty-five minutes into a laparoscopic left adrenalectomy the lap disc "ruptured." It was immediately removed and passed off the field. A new laparoscopic disc was deployed into the wound and the surgery was concluded without further incident. This event resulted in no harm to the patient.